Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple patients were not showing in multiple station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple patients were not showing in multiple station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the multiple patients were not visible in several stations. A technical support specialist (tss) confirmed that the admission discharge transfer (adt) message backup issue was resolved after the corepoint interface engine was recycled. The carefusion coordination engine (cce) and related services had been running with no queue backups. The tcp communication monitor showed adt_es as connected, and a trace confirmed that adt and orders were flowing in real time. The customer informed that it had restarted the cloverleaf connection earlier, which helped restore normal operations. The system functioned as intended after the technical support specialist investigated the issue of the device.